Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Low glucose threshold in the reader¿s alarm settings were set. Sensor was activated with known good reader, and a linearity test was performed. Observed the low glucose alarm was successfully activated. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer she was asleep and the low glucose alarm did not trigger, resulting in her experiencing symptoms described as fatigue, excessive sweating, "snoring very hard", and a loss of consciousness. Customer was unable to self-treat and required treatment of glucagon by her husband. When customer regained consciousness, she treated with juice and fruit. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer she was asleep and the low glucose alarm did not trigger, resulting in her experiencing symptoms described as fatigue, excessive sweating, "snoring very hard", and a loss of consciousness. Customer was unable to self-treat and required treatment of glucagon by her husband. When customer regained consciousness, she treated with juice and fruit. There was no report of death or permanent injury associated with this event.